Event description:
The patient contacted baxter's technical service center regarding leaking fluid, which occurred on the homechoice (hc) during use during drain 1. The patient was connected. The baxter technical service representative (tsr) explained the leaking fluid. The patient forgot to hook the drain line up to the drain bag and had somehow hooked the unused supply line to the drain bag. The patient stated there was no fluid in the hc. The patient changed the line and connected the proper line to the bag. The patient would call back in the morning if any fluid looked like it got into the hc. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the report of leaking fluid. The patient confirmed that the fluid was leaking from the drain line because they had not connected the drain bag. The patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a leak was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.